Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. Pairing test with (B)(4) bluetooth was performed and passed.  A review of the share logs was performed and no readings on the device was found within the investigation window. The allegation was confirmed. The probable cause was determined to be potential patient misuse.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the patient experienced no readings on their device. The complaint device has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.